Manufacturer narrative:
Additional information: section h imdrf annex c and imdrf annex d.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower unable to pull keys for staff even when in override mode. When user typed the word key for any of our keys, nothing populated in the medication list. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer resolved the issue by adjusting the settings, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower unable to pull keys for staff even when in override mode. When user typed the word key for any of our keys, nothing populated in the medication list. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.